Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous mid to proximal left anterior descending artery. The apex flex monorail 8mm x 1.50mm balloon catheter ruptured on the fourth inflation. At what atmospheres is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous mid to proximal left anterior descending artery. The apex flex monorail 8mm x 1.50mm balloon catheter ruptured on the fourth inflation. At what atmospheres is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a large build-up of solidified contrast media inside the balloon. During an attempt to inflate the balloon, a pinhole leak was noted. The leak was present over the proximal edge of the proximal markerband. A detailed examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).